Event description:
A 26 mm diameter x 15 mm diameter x 16.5 am length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm.aneurysm and vessel morphology at time of implant are unk. It was reported that approximately 44 months post implant the patient was in for follow-up appointment.the st demostrated that due disease progression resulting in dialation of the aortic neck the stent graft has migrated.there was no a type I endoleak present. The physician has elected to implant a medtronic aortic cuff. No additional clinical sequelae were reported and the patient is stable.